Manufacturer narrative:
(B)(4). The reported condition was resolved over the phone; no sample was requested at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of the patient having the drain line submerged in the drain vessel. The complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a low drain volume alarm, the home patient (hp) reported that the drain line was submerged into the toilet. The technical service representative (tsr) advised the hp to raise the line. The solution to this issue was provided over the phone. There was no patient injury or medical intervention.